Manufacturer narrative:
Evaluation of the returned 3maxc confirmed a fracture and revealed stretching on the distal shaft. If the device is forcefully retracted against resistance, damage such as this may occur. The root cause of resistance could not be determined. Further evaluation revealed kinks. This damage was likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 and m2 branches of the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc), penumbra system jetd reperfusion catheter (jetd), aspiration tubing (tubing), and penumbra canister. During the procedure, the physician decided to remove the 3maxc to attach the tubing to the jetd. As the physician pulled the 3maxc from the jetd, the 3maxc broke at the distal end. The physician then removed the broken distal end by using the jetd to ingest it into the canister. The procedure was completed using a new 3maxc and the same jetd. There was no report of an adverse effect to the patient.